Event description:
It was reported that when patient presented remotely via merlin.net transmission showing non-sustained rv oversensing due to post-paced t-wave oversensing was observed on the device. Programming change were discussed. No further information is available at this time.